Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products (tension-free vaginal tape-obturator) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Citation: archivio italiano di urologia e andrologia 2013; 85, 3. (B)(4).

Event description:
It was reported via journal article: title: "results of the surgical correction of urinary stress incontinence according to the type of transobturator tape utilized," author(s): bárbara padilla-fernández, maria begoña garcía-cenador, ana gómez-garcía, josé antonio mirón-canelo, ángel gil-vicente, juan miguel silva-abuín, maría fernanda lorenzo-gómez. Citation: archivio italiano di urologia e andrologia 2013; 85, 3; archivio italiano di urologia e andrologia 2013; 85, 3. The study aimed to analyze the short and long-term results of tapes of different materials used to treat stress urinary incontinence (sui) and to evaluate the ability to adjust the tape after implantation. Between mar2003 and oct2011, a total of 355 patients (mean age of 61 years) underwent transobturator approach implantation for sui. Forty seven female patients underwent tot implantation using tvt-o gynecare. In the procedure, the tape was attached to the needle and the tape was passed from inside out. Postoperatively in gynecare group, complications included urinary retention (n=6) treated with correction and urinary incontinence (n=4). The ability of tapes to be adjusted postoperatively appears to be related to the resistance and elasticity which are determined by the porosity, density, type of material used to manufacture the tapes as well as the manner in which the filaments are knitted and the interaction with the host.